Event description:
It was reported that a large volume infusor overinfused during use. The reporter did not specify the expected infusion time or fill volume. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured october 3, 2012 to october 4, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.